Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his display has scratches on the screen and it is hard to read. His blood glucose is unknown. The customer also reported that his clip is broken. He was advised to discontinue use and to revert to a backup plan per his doctor¿s orders. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window.